Event description:
Trach cuff ruptured while it was being placed during a tracheostomy procedure, it was reported that the hosp staff thinks cartilage may have pierced the cuff. No pt injury occurred; a new device was used without further incident.